Manufacturer narrative:
Additional manufacturer narrative: manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. The device was not returned for evaluation. Based on the information received, and without receiving the device for evaluation, the root cause of the reported unexpected balloon deflation was unable to be determined. From the records provided, usual and customary troubleshooting procedures were effectively performed without device exchange to address the sudden and unexpected accidental deflation of the balloon. Excluding the reported sudden balloon deflation, there was no additional information provided to suggest the device did not perform as intended for the duration of the case (e.g. High flow/line pressure, balloon integrity issue or leak, or incomplete balloon occlusion). Inadequate cardioplegia delivery leading to inadequate myocardial protection may occur during a minimally invasive cardiac surgical case due to several reasons including an unrecognized presence of aortic insufficiency, poor intra-aortic occlusion device balloon placement, high resistance to flow in cardioplegia line, and/or excessive manipulation of the heart during the procedure. If the patient receives inadequate myocardial protection during the case, this may result in low cardiac output syndrome (lcos) due to global ischemia of the myocardium and require postoperative hemodynamic support via ECMO or left ventricular assist device. These cases are typically procedure related and not due to a device malfunction. It is unclear if the patient¿s underlying comorbidities or sole reliance on antegrade cardioplegia played a role in this event. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. If additional information is received, further investigation will be completed and a supplemental report will be filed.

Event description:
It was initially reported to edwards lifesciences that two (2) days after a minimally invasive surgery for mitral valve replacement, during which an intra-aortic occlusion device and an arterial cannula were used, the patient required ventricular assistance and was awaiting a heart transplant. The devices reportedly functioned as expected, and the surgeon did not have any issue using them. There was nothing observed during the case to suggest any issues until the end of the procedure at which time cardiac activity was unable to be restored. The patient was placed on extracorporeal membrane oxygenation (ECMO). The case was supported by an edwards proctor. Retrograde cardioplegia was not used. The patient underwent heart transplant on post-operative day #9. The patient died ten days after the heart transplant due to multi system organ failure. Significant medical history included stroke and infection. At the time of original report, no additional information was provided by the customer. Edwards received additional information subsequently from an outside third party. The information reported the mitral valve repair surgery via mini-thoracotomy approach was prolonged due to conversion to a mitral valve replacement after obtaining unsatisfactory results of the mitral repair. At one point during the surgical case, the records indicate the surgeon alleged " a sudden and unexpected accidental deflation of the balloon which occluded the aorta from the inside, occurred and resulted in resumption of cardiac activity." This event occurred 24 minutes after arrest of the heart for the surgical procedure. At that time, the intra-aortic occlusion device was repositioned and the balloon was re-inflated to re-occlude the aorta. An additional full dose of cold crystalloid cardioplegia was administered resulting in full arrest of cardiac activity. After this time, the operation concluded without reported problems with a second arrest time of 173 minutes. Per the records obtained, no further cardioplegia dosing was provided after this dose. When it was clear weaning from bypass was unsuccessful and there was failure to restore cardiac function, intra-aortic balloon pump counter pulsation was initiated first and then the patient was transitioned to ECMO therapy. The subsequent information also alleged use of the intra-aortic occlusion device led to the perioperative myocardial infarction.